Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, equipment failure occurred, and the equipment stopped working. The procedure was not completed due to this event and was rescheduled. The patient was stable, and no complications were reported.